Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. Results/conclusion is based upon evaluation of user facility information and the returned sample; is based upon evaluation of undamaged sections of the returned sample. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found on approximately 36 - 39 mm from the distal end the urethane layer to have been sheared off the wire partially and on approximately 57 - 72 mm from the distal end the intermediate green tube was found to have been rolled back over the wire in the distal direction, where the core wire and coil were noted to be exposed. Magnifying inspection was conducted. Some abrasions were found around the urethane sheared segment on approximately 36 - 39 mm from the distal end. The intermediate green tube, in addition to the roll-back on approximately 57 - 72 mm from the distal end, was found to have been stretched at approximately 42mm from the distal end. Electron microscopic inspection was conducted. Some abrasions were revealed around the urethane sheared segment on 36 - 39mm from the distal end, no anomaly or damage that could be a trigger of the damage observed on the intermediate green tube was revealed. The kink resistance was determined to meet manufacturer specifications, being comparable to that of the current product sample. The outside diameter was measured and confirmed to meet the manufacturer specifications and to be equivalent to that of the current product sample. A review of the device history record of the involved product code/lot # combination confirmed there were no production-related problems. A review of the shipping inspection record of the involved product code/lot# combination confirmed there were no discrepancies in the inspection result. A search of the complaint file confirmed that this product code/lot # combination has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be definitely determined from the investigation result, there is no evidence that this event was related to a device defect or malfunction. During investigation, the actual sample did not show any inherent deficiency which could have contributed to the damage observed on it. As a cause of this complaint it is likely that the actual sample was exposed to repetitive external forces, including abrading, with the device used in combination with it and the urethane layer and the intermediate green tube were partially sheared/peeled off. Subsequently, when the actual sample was withdrawn, the urethane layer was completely sheared off and the green tube was rolled back over the wire. However, with no detailed information about the state of occurrence or about the device used concurrently with the actual sample, the cause of this complaint cannot be determined definitely. The potential for such an event is addressed in the warnings / precautions section of the instructions-for-use by statements such as the following: caution: do not use the guidewire with a metal-tipped catheter, a laser catheter, or a catheter that has a rotating cutting design such as an atherectomy catheter. Use of the guide wire with such catheters may result in damage to the surface of the wire and/or separation of the wire. Warning: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire and/or endo therapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guide wire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endo therapy accessory. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported separation of the coating layer during a procedure. Follow up communication with the user facility confirmed: that at the first use the cover of the end came off; the peeled coating fell into the stone extraction balloon; the guide wire in question was pulled out of the patient together with the balloon as one unit; and no impact on the patient.